Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was unable to duplicate the reported issue. The stm checked the fiber-optic module several times with tester and verified that the unit was in calibration. Functional and safety checks were performed and passed to factory specifications. The unit was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm, while in use on a patient. There was no patient harm and no adverse event was reported.